Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (aviva expert system), is related to case with patient identifier (B)(6) (nano system). This case, with patient identifier (B)(6), is also related to case with patient identifier (B)(6). Product no longer available for return.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 435 mg/dl (aviva expert) and a result in the "200 mg/dl range" (nano). No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.